Event description:
It was reported that a homechoice automated pd set with cassette could not be connected and locked firmly with a baxter transfer set. This occurred before patient connection. There was no patient involvement. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same event as (B)(4).

Manufacturer narrative:
(B)(4). The batch review for lot number s13h17010 was completed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow up medwatch will be submitted.